Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the silicone tip of the fenestrated bipolar forceps instrument would not come off. No known impact or patient consequence was reported and report of fragments falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.9780" x 0.1865" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip show damage. The conductor wire is broken as it is designed to be attached to the grip tip and distal clevis broken. The instrument was found to have a completely broken conductor wire within the distal clevis. Electrical continuity test was not fully performed as both grip tips are missing. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. The grip tip and distal clevis are broken. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was returned, measuring roughly 0.2850¿ x 0.1690¿ in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do show damage. The grip tip and conductor wire are broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.